Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and had fallen. It was further reported that the ra lead exhibited non-capture and was unable to sense. The ra lead was capped. No patient complications have been reported as a result of this event.